Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The customer's name and address is unknown. (B)(4) has been used as a default.

Event description:
It was reported that the bd eclipse¿ needle was bent and the stopper was damaged. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: one picture was received for evaluation. Bd inspected the returned photo and confirmed the reported observation. However, since an actual sample was not returned the source of the defect could not be determined. Assembly line has a 100% automated vision system that has the capability to detect clogged cannula. Cannula must be straight to pass clogged cannula vision test, or else it will automatically be rejected. Investigation conclusion: we are unable to further investigate on the defect nature without examining the actual sample. Root cause is unable to be determined.